Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolate issue. A review of the product/print specifications found an assembly discrepancy during manufacturing. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed, however actions have been taken to prevent re-occurrence. Factors that could have contributed to the reported event include: (1) packaging error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. Though the reported complaint alleges that the product bag came open without the seal, this complaint could not be confirmed without return of the product. In review of manufacturing instructions, it was confirmed that instructions were found for the sealing process. Out of an abundance of caution, a quality alert was issued to reinforce these instructions. Without the reported product a visual and functional evaluation cannot be performed therefore the customer¿s complaint cannot be confirmed, and a root cause cannot be determined. Though we cannot determine a root cause factors that could have contributed to the reported event include: (1) packaging error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during an acl procedure, when the surgical staff opened the box of the "ultrabutton adjustable fixation device", the product bag came open without the seal that was closed at the plant. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.